Event description:
Pacemaker inserted 10/13/96, for sick sinus syndrome. Seen in ER 7/1 with c/o syncope. Heart rhythm from sinus bradycardia with 1 av block to complete heart block to atrial fibrillation. Pacemaker spikes seen on EKG but they failed to capture. Unit would not respond to capture. Unit would not respond to reprogramming attempts. On 7/2/97 the pt. Underwent removal & replacement of pacemaker due to a diagnosis of pacemaker failure.